Manufacturer narrative:
Visual inspection confirms that the tip of the driver is twisted in a direction consistent with screw removal. Along with the twisting, part of the tip has sheared off and was not returned with the driver. The instrument is meant to drive set screws with expected torque values. Using this driver to remove hardware puts stressors in the opposite direction of expected loads and can easily result in forces greater than those which the instrument was designed for. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the tip of the driver is twisted.